Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. MDR # 3004209178-2018-19720 addresses ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on (B)(6) 2018 reported that the stimulator heating occurred with all of their rechargeable batteries since first use. The first rechargeable was (B)(6) 2013, the 2nd was (B)(6) 2015, and their first non-rechargeable from (B)(6) 2012 was not a problem but the battery wore out after 1 year of use. After approximately 30 minutes of charging "it gets warm." The consumer stated they do not charge in smaller increments more frequently because the charge was painful due to the charging unit pushing on the battery which protrudes out of their back about 1 cm. The current unit was approximately 5cm x 5cm and this protrusion was so uncomfortable when the consumer leaned on anything so they limit the times they charge so it would hurt less during the week. The consumer was using the unit less. It was noted by the consumer that if they weighed more or had more fat part of their problem would be solved. No further complications were reported.